Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor had difficulty with loading acecide bottles in the disinfectant tray, no error codes reported. According to the report the device was misaligned as the top of the bottles were punctured rather than the center of the cap. The reported issue occurred during reprocessing. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched onsite, the fse removed and replaced drawer assembly per the instructions tested unit to verify functionality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user closed the disinfectant bottle drawer without setting the bottle properly. The event can be detected and prevented by following the instructions for use (IFU) section which state: chapter 13 troubleshooting and repair. If any irregularity is detected during an inspection or if the reprocessor is clearly malfunctioning, do not use it. Contact olympus for repair. Olympus will continue to monitor field performance for this device.